Manufacturer narrative:
Since the original report was filed, the investigation into the access site bleeding in japan has concluded. No product was returned for analysis. The clinical report from the medical center was reviewed. The cause of the access site was determined to be improper technique. The center had not fixed the pump at appropriate angulation, which allowed for the harm/injury. The failure mode will be monitored and trended.

Manufacturer narrative:
The investigation into the access site bleed is on-going at this time. No product or additional clinical information has been shared by the medical center in (B)(6). Upon completion of the investigation, a final report will be filed.

Event description:
The medical center in (B)(6) had an impella cp placed when care needed to be escalated from the intra-aortic balloon pump for a patient admitted in cardiogenic shock. The pump supported the patient for 2 days till explant. Prior to explant the team had to medically treat the patient due to an access site bleed at the impella insertion site. The pump had not been fixated appropriately which allowed for blood loss. The team infused blood products and sutured to close the artery.

Event description:
Additional information reported the patient experienced hemolysis which had no noted treatment. There was a hematoma at the impella insertion site, that was surgically removed along with blood vessel sutures placed. In addition, information reported that there was an ischemic stroke that occurred after the explant of the device. Information was also provided that noted the patient expired due to the patient's hypocardiac function and the original cardiac dysfunction. Medical safety review of the event noted use of the device cannot conclusively be associated with the outcome (patient's demise).

Manufacturer narrative:
The investigation for the additional reported issues have been completed. However, as the necessary clinical information was not provided and the device was not returned, the root cause of the issues could not be determined. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records. As noted in the impella IFU: impella cp with smart assist system. Section: potential adverse events (united states) . ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿. Section: warnings, cautions & precautions: ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿. Additional information for the initial MFR 1220648-2021-01137 was provided in sections b5, d6a, d6b, d7a, g2, h3, h6 and h10. F.6 and f.8 dates were reported on manufacturer device report number 1220648-2021-01137 and should not have been.